Manufacturer narrative:
Patient medications include amlodipine, atorvastatin, naproxen, and sumatriptan. A review of the manufacturing paperwork for the device verified that the lot met all pre-release specifications. Results pending completion of imaging evaluation.

Event description:
On (B)(6) 2014, the patient was implanted with three gore® excluder® aaa endoprostheses to treat an abdominal aortic aneurysm. On (B)(6) 2014, decreased pulses were noted in the patient¿s right lower extremity. Further examination revealed thrombosis, including complete occlusion of the right external iliac and distal common iliac arteries, and the distal limb of the graft on the right side (plc161400/11327566). The cause of the early post-operative thrombosis was not known. On the same day, the patient underwent a thrombectomy to treat the occlusion. The issue was resolved, and the patient tolerated the procedure.

Manufacturer narrative:
Per the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to arterial thrombosis and endoprosthesis occlusion.